Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited no capture and undersensing due to dislodgement. The lead was reprogrammed and later repositioned, the lead remains in use. No patient complications have been reported as a result of this event.